Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the malfunction is likely due to the following- burnt c-cover, with the most probable cause traced to a component failure and foreign objects in light guide lens, for which the most probable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service center technician indicates that a burnt c-cover and foreign material inside light guide lens was found. It was determined that the cover needed to be replaced. There was no patient involvement.